Event description:
It was reported the balloon was damaged by the stent. A xxl vascular balloon and wallstent were selected for use. The wallstent was successfully implanted and the xxl vascular balloon was chosen for post-dilation. As the balloon crossed the implanted stent, it became damaged by the stent. The balloon was unable to inflate, and blood was returning in the balloon catheter. Another xxl balloon was used for post-dilation. There were no patient complications.

Event description:
It was reported the balloon was damaged by the stent. A xxl vascular balloon and wallstent were selected for use. The wallstent was successfully implanted and the xxl vascular balloon was chosen for post-dilation. As the balloon crossed the implanted stent, it became damaged by the stent. The balloon was unable to inflate, and blood was returning in the balloon catheter. Another xxl balloon was used for post-dilation. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon pinhole located approximately 5mm proximal of the tip of the device. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident.